Manufacturer narrative:
Block b3: exact date unknown, event occurred over two months ago from date manufacturer was made aware.

Event description:
It was reported that the patient was experiencing difficulties in charging their implantable pulse generator (ipg). The patient underwent an ipg revision procedure and was doing well postoperatively. The explanted device components will not be returned by the medical facility.